Manufacturer narrative:
An inspection was completed by technical operations on returned reagent multistix 10 sg lot #401070 & comparison lot #311023 tested by visual method on one (1) qualified reader using test solutions contrived to leukocyte (leu) & nitrite (nit) sensitivity ranges published in reagent product insert [leu: 5 & 10 c/mcl; nit: 0.06 & 0.10 mg/dl]. N=12 reps per test level, per lot. 100% positive results for both lots at both nit test levels. 100% positive results for both lots at 10 c/mcl leu test level. Borderline results for both lots at 5 c/mcl leu test level -- 5 of 12 strips for the returned lot showed trace color development, as did 4 of 12 strips for the comparison lot. Customer observation of false negative leu & nit results when visually reading multistix 10sg lot 401070 cannot be confirmed.

Event description:
White blood cells/leukocyte.

Event description:
Customer reported false negative white blood cells (wbc) and false negative nitrite on three patients. There was no report of injury due to this event.

Manufacturer narrative:
Customer has been requested to send back reagent for further investigation. The cause for the discordant results is unknown. Customer has not had any additional issues since complaint was opened.